Manufacturer narrative:
Approximate age of device ¿ 11 days (calculated from the date when the system controller was issued to the patient). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient came into pediatric clinic on (B)(6) 2019 with complaints of chest pain. On interrogation of device, it appeared that the controller had reset and the clock had to be synced to current date and time. Patient¿s controller review of the last 5 alarms also had a ¿low voltage alarm¿, but the incorrect date as well. On interrogation, only able to view 128 events. Customer already obtained an echocardiogram and xray. During the analysis of the log file, it looked like the controller lost complete power from the external backup battery and reset itself to default date time. The time and day had been corrected. There were multiple pi events that occurred all pi events would cause the heartmate 3 vad speed to drop to its low speed limit, which was currently set at 5100 rpm.

Event description:
It was reported that the event with the controller was resolved. It was also noted by the customer that the cause of the connect power alarms was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed with the log file submitted on june 3, 2019. The log file captured intermittent power cable disconnect alarm events relating to loss of battery fuel voltage signal. The alarms occurred when the system was supported on the 14v batteries and did not occur when connected to the mobile power unit. Additional information received indicated the system controller was exchanged. The device was discarded and not returning for an evaluation. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. No further information was provided. The manufacturer is closing the file on this event.